Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. Pre-decontamination inspection noted that the a-ring setscrew was missing. Post decontamination microscopic visual inspection noted that all seal plugs intact. All the seal plugs were cut and lifted up for further inspection of the setscrews. Microscopic visual inspection noted that all connector blocks and returned setscrews threads were normal. Electrically, the device was within specification. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker was an attempted implant. It was reported that the one of the setscrews was pulled out of the seal plug during the procedure. Therefore, a new device was utilized and implanted without further incident.